Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the pediatric patient developed a skin reaction that consisted of itching, burning, rash, redness, pimples, blisters and pustules. The patient's parent took them to the hospital. It was reported that the insertion site was infected. The sensor was removed and cleansed. The site was drained and the patient was prescribed unspecified oral antibiotics. At the time of the report, the patient was in stable condition. No additional patient or event information is available.